Event description:
Event [preferred term] (related symptoms if any separated by commas) the patient has experienced too high blood sugar levels [blood glucose increased], novopen echo plus hadn't given me any insulin [device failure]. Case description: this serious spontaneous case from denmark was reported by a consumer as "the patient has experienced too high blood sugar levels(blood sugar increased)" beginning on 21-may-2025, "novopen echo plus hadn't given me any insulin(device failure)" with an unspecified onset date, "dizzy(dizzy)" with an unspecified onset date, "unwell(unwell)" with an unspecified onset date, and concerned a 77 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 162 cm patient's weight: 82 kg patient's bmi: 31.245237. Current condition: type 1 diabetes mellitus(duration not reported) concomitant products included - tresiba(insulin degludec) treatment included - insulin [insulin nos] on an unspecified date, novorapid penfill does not work in novopen echo plus pen. Novorapid penfill was changed in the novopen echo plus pen, and during test shots, the pen delivers insulin. Patient tried with air shots many times without product coming out of the novopen echo plus pen. On (B)(6) 2025, patient has experienced too high blood sugar levels (blood glucose) 32.6 (unit not reported), as novorapid penfill does not work, in the novopen echo plus pen. Patient measured several blood sugar levels in connection with the incident and has taken extra fast acting insulin. On an unspecified date, patient took novorapid insulin in the morning and went to a meeting. Patient experienced felt dizzy and unwell after having coffee in the morning. Patient did not have pen with her and had to go home again in afternoon. Patient felt worse and worse and when got home,found out that pen hadn't given any insulin and blood sugar levels(blood glucose) was 38.2 (unit not reported). Patient quickly took some insulin but even though it was a new ampule that patient had inserted a week ago, it didn't give any insulin. A new novorapid penfill was put in the novopen echo plus pen and the product works again. Batch numbers: novopen echo plus: requested novorapid penfill: ps6mg32 action taken to novorapid penfill was not reported. The outcome for the event "the patient has experienced too high blood sugar levels(blood sugar increased)" was unknown. The outcome for the event "novopen echo plus hadn't given me any insulin(device failure)" was not reported. The outcome for the event "dizzy(dizzy)" was not reported. The outcome for the event "unwell(unwell)" was not reported. Reporter's causality (novopen echo plus) - the patient has experienced too high blood sugar levels(blood sugar increased) : unknown . Novopen echo plus hadn't given me any insulin(device failure) : unknown . Dizzy(dizzy) : unknown . Unwell(unwell) : unknown . Company's causality (novopen echo plus) - the patient has experienced too high blood sugar levels(blood sugar increased) : possible . Novopen echo plus hadn't given me any insulin(device failure) : possible dizzy(dizzy) : unlikely unwell(unwell) : unlikely . Reporter's causality (novorapid penfill) - the patient has experienced too high blood sugar levels(blood sugar increased) : unknown . Novopen echo plus hadn't given me any insulin(device failure) : unknown dizzy(dizzy) : unknown unwell(unwell) : unknown . Company's causality (novorapid penfill) - the patient has experienced too high blood sugar levels(blood sugar increased) : possible . Novopen echo plus hadn't given me any insulin(device failure) : possible dizzy(dizzy) : unlikely unwell(unwell) : unlikely. References included: reference type: e2b company number reference ID#:(B)(4) reference notes:

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) dizzy [dizziness], unwell [malaise], the patient has experienced too high blood sugar levels [blood glucose increased], product quality issue - novorapid penfill does not work in novopen echo plus pen, new penfill is put in the novo pen and the product works again. [Product quality issue]. Case description: this non-serious spontaneous case from denmark was reported by a consumer as "the patient has experienced too high blood sugar levels (blood sugar increased)" beginning on (B)(6) 2025, "dizzy (dizzy)" with an unspecified onset date, "unwell (unwell)" with an unspecified onset date, "product quality issue - novorapid penfill does not work in novopen echo plus pen, new penfill is put in the novo pen and the product works again.(product quality issue)" with an unspecified onset date, and concerned a 77 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", the outcome for the event "the patient has experienced too high blood sugar levels (blood sugar increased)" was recovered. The outcome for the event "dizzy(dizzy)" was not reported. The outcome for the event "unwell(unwell)" was not reported. The outcome for the event "product quality issue - novorapid penfill does not work in novopen echo plus pen, new penfill is put in the novo pen and the product works again. (Product quality issue)" was not reported. Reporter's causality (novopen echo plus) - the patient has experienced too high blood sugar levels (blood sugar increased): unknown, dizzy (dizzy): unknown, unwell (unwell): unknown product quality issue - novorapid penfill does not work in novopen echo plus pen, new penfill is put in the novo pen and the product works again. (Product quality issue): unknown company's causality (novopen echo plus) - the patient has experienced too high blood sugar levels (blood sugar increased): possible dizzy (dizzy): unlikely unwell (unwell): unlikely product quality issue - novorapid penfill does not work in novopen echo plus pen, new penfill is put in the novo pen and the product works again. (Product quality issue): possible reporter's causality (novorapid penfill) - the patient has experienced too high blood sugar levels (blood sugar increased): unknown dizzy (dizzy): unknown unwell (unwell): unknown product quality issue - novorapid penfill does not work in novopen echo plus pen, new penfill is put in the novo pen and the product works again. (Product quality issue): unknown company's causality (novorapid penfill) - the patient has experienced too high blood sugar levels (blood sugar increased): possible dizzy (dizzy): unlikely unwell (unwell): unlikely product quality issue - novorapid penfill does not work in novopen echo plus pen, new penfill is put in the novo pen and the product works again. (Product quality issue): possible on (B)(6) 2025, it was identified that the case had been incorrectly assessed as a serious device case, based on the reported blood glucose values and technical complaint. Upon reconfirmation, it was clarified that there was no technical issue with the novopen echo plus device.the case was reclassified from serious device case to nonserious drug case. Hence an amendment was performed along with follow up information received on (B)(6) 2025 since last submission, case has been updated with following information: blood sugar increased event outcome was updated as recovered. Furthermore, an amendment was made. Since last submission of the case, the following has been amended: device failure event was deleted event product quality issue was added gxp comment was added seriousness criteria medically significant was unticked is nonreportable field in device tab was updated as yes narrative updated accordingly references included: reference type: mw 3500a MFR. Rpt. #, reference ID#: 9681821-2025-00137, reference notes: medwatch 3500a MFR. Report number. Final manufacturer comment: on 26-aug-2025, it was identified that the case had been incorrectly assessed as a serious device case, based on the reported blood glucose values and technical complaint. Upon reconfirmation, it was clarified that there was no technical issue with the novopen echo plus device. The case was reclassified from serious device case to nonserious drug case. Hence an amendment was performed along with follow up information received on 22-aug-2025. Going forward, it will not qualify for expedited reporting.